Manufacturer narrative:
The unit was not returned for evaluation but a field service representative evaluated the device onsite and replaced the o2 cell in the unit. 2 point calibration and photonic o2 calibration were performed. No issues could be detected and the device is ready to return to normal service. The root cause is the mechanical deformation of a part inside the sensor most likely caused by exposure to too high temperature during transportation. The sensor serial number is inside the affected serial number range. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that while on a patient use, the bellavista 1000 us keeps on getting repeated alarm 221 - o2 sensor requires calibration even after many successful one and two-point o2 cell calibrations. At this time, there was no information regarding patient harm.